Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). The device was not returned for analysis. The investigation conclusion is operational context as the product meets the design and manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
It was reported that balloon rupture occurred. The target lesion was located in a moderately tortuous and severely calcified vessel. A 3.0mm x 220mm x 150cm coyote balloon catheter was advanced for pre-dilatation. However, during inflation within the specified pressure, the balloon ruptured. The device was completely removed from the patient and the procedure was completed with a sterling balloon catheter. No patient complications nor injuries were reported.